Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 1/3/25 a beta bionics clinical diabetes specialist (cds) was made aware that an ilet user experienced a high blood glucose (bg) event resulting in diabetic ketoacidosis (dka) and hospitalization. The exact event date was not known, but was reported to have occurred "over christmas." A clinical diabetes educator reported to the cds that the user had been experiencing issues with the ilet system, noting significant gaps in insulin delivery. Possible causes discussed included running out of insulin or alerts that paused delivery, such as an occlusion alert. The educator advised the user's mother to contact beta bionics customer care for troubleshooting and further assessment. Additionally, it was noted that the user had been hospitalized with dka over christmas, but minimal details were available. On (B)(6)2025, a customer care agent contacted the user's mother, who stated she was at work and would call back later to discuss the issue and troubleshoot device alerts. Multiple further attempts by beta bionics customer care to contact the user's mother to obtain additional event information have been unsuccessful.